Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00633, 3005099803-2010-00635 for the other associated device information. It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was to be used during a procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the forceps were tested and it was noticed that the cups did not close completely. It could not be reported how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). (Won't close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested, and it performed according to specifications as the device jaws opened and closed properly. The condition of the returned incident device was not consistent with the complaint; that the device won't close. The most probable root cause could not be determined as the returned device was within manufacturing specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00633, 3005099803-2010-00635 for the other associated device information. It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was to be used during a procedure performed on (B)(6) 2010. According to the complainant, during preparation for the procedure, the forceps were tested and it was noticed that the cups did not close completely. It could not be reported how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.